Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es barcode scanner was not powering on. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the scanner was not responding. A field service engineer initially replaced the scanner cable, but the issue persisted. After checking the universal serial bus settings and ruling out a port issue, the field service engineer replaced the entire barcode scanner unit. The system functioned as intended after the field service engineer repaired the device.